Event description:
It was reported that the patient suffered a significant blow to the pocket area around (B)(6) 2013 and experienced pain at the site of contact. The patient continued to be active and after multiple rounds of golf, the patient noticed lead erosion through the skin. The pocket was -cleaned up- and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.